Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, that the reason of the trimming was due to corneal touch and decrease in endothelial cell count.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
In a clinical study it was reported that, there was a device malposition causing mild corneal touch requiring proximal end trimming. The severity of the event was mild and the outcome of the event has resolved. Relationship to the study device is related. Additional information was requested.